Event description:
The company was made aware that the patient's device has been explanted. Advanced bionics is in the process of gathering more information; once more information is available, a supplemental report will be submitted.